Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not work and has an exposed o ring. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: pump passed prime test, excessive no delivery test, self test and unexpected alarm error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, missing end cap sticker, moisture damage on electronics and motor assembly and minor scratches on display window noted.